Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch form with uf/ importer report #: (B)(4) was received on (B)(6) 2020 with the following information: on (B)(6) 2020, a female patient undergone a lumbar catheter insertion using the 910121 lumbar cath. Access. Kit (lcak) and noted that it could not be advanced during the insertion when the catheter was kinked. A section of the lumbar catheter broke while trying to remove the kinked catheter, leaving a retained fragment in the spinal canal. The physician determined that the retained section of catheter would not pose a patient safety issue and completed the procedure with a new catheter. There was no patient injury and no known delay in procedure. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
Additional information: device identifier: (B)(4). No device nor additional information was available for the investigation. The device history record review of ref 910121, lot 215674 were reviewed and did not reveal any anomaly that could explain the reported event. The batch was manufactured in august 2019 and included 100 products. Batches for the extrusion and manufacturing of the lumbar catheters were also reviewed and did not show any anomalies. No similar complaint was received for a product from this batch. Without actual device to investigate, the exact root cause of the reported event could not be determined. The catheter removal while the tuohy needle was still in place was the most likely cause of the catheter fracture. As stated in the device instructions for use, ¿to avoid catheter damage, do not withdraw the catheter after it has been inserted into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously¿.